Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, bone resorption, peri-implantitis, inflammation, mobility ((B)(6) are same patient).